Event description:
It was reported that one day post implant, there was high impedance, high thresholds, and oversensing on the right ventricular (rv) lead. The pocket was re-opened, and it was noted that the rv lead was only partially connected to the device. The rv lead was re-connected into the device. Post-revision rv lead measurements are all within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.